Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the hospital: the deviation of the pedicle screw(s) was detected by the surgeon with a post-placement intra-operative control CT scan before finalizing the surgery, and the screws were replaced (re-positioned) successfully with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no harm or negative effect to the patient due to the deviating screw placements, also not due to prolong of surgery/anesthesia (of ca. 15-30min) for screw correction. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of the one t5 pedicle screw placement, by ca. 17mm in medial direction and angulated, from the intended and planned position, can be attributed to a movement of the navigation reference array during the surgery due to a not sufficient rigid fixation and/or inadvertent forces applied to the array during the surgery, e.g. By tools/cables. The navigation reference array must have moved at or after the non-navigated drilling of the t5 vertebra pilot hole and before placing this t5 pedicle screw with the navigated screwdriver. Apparently the resulting deviation of the instrument positions (navigated screwdriver) displayed by the navigation was not recognized by the user before the affected screw placement with the necessary navigation accuracy verification throughout the procedure, but only determined by the user after the deviating placement. Despite the surgeon reported only the one screw misplaced as above, later two further screw positions were improved (re-positioned) at the same surgery, at right t3 and t4, which apparently were originally placed a little more medial than ideally desired. The root cause of the slight deviation of these 2 screws can be attributed to a relative movement of the vertebrae operated on in relation where the reference array was attached (l1), leading to a shift between the navigation display of the image dataset and the actual patient anatomy. The patient had a collapsed vertebra in between at t7, which can cause the spine to become unstable. This relative movement occurs due to a non-rigid connection of the bones when applying forces to the spine during the surgery. These vertebra movements relative to the navigation reference array during e.g. Hardware placement at vertebrae and/or removal of spinous processes as at this surgery, cannot be recognized by the navigation system when displaying tracked instrument positions on the pre-surgery (registration) image. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A partially open surgery on the spine for fusion and stabilization of vertebrae t3-t10 for t7 tumor, with intended placement of 14 pedicle screws, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6. During the procedure the surgeon: positioned the patient in prone position on the operating room table. Attached the navigation reference array on vertebra l1. Acquired an intra-operative (pre-surgery) CT scan with automatic image registration to match the display of the navigation to the current patient anatomy. Verified the accuracy of the patient registration in the navigation and accepted the registration to proceed. Used the navigated pointer to determine the entry point on the vertebra, and used a non-navigated drill to open the cortical bone (pilot hole) to place the pedicle screws with a navigated non-brainlab screwdriver calibrated to the navigation. Placed the pedicle screw with this workflow in vertebra t6 both sides and one in t5, and prepared the 4th pilot hole for the other side of t5. This prepared pilot hole in t5 could not be found anymore with the navigated screwdriver, still the 4th screw was placed in t5. Re-checked navigation accuracy before preparing vertebra t4, and detected on the t4 spinous process that the navigation had become inaccurate. Re-fixated the navigation reference array tightly on l1 and performed another intra-operative CT scan with automatic image registration to navigation. Determined from this new scan that the 4th pedicle screw in t5 deviated from the intended position by ca. 17mm in medial direction and was angulated to medial. Verified accuracy of the patient registration in the navigation for the new scan, accepted the registration, and re-placed (re-positioned) the deviating pedicle screw in t5 at the same surgery with navigation. Continued with the same workflow as above to place the remaining 10 pedicle screws in vertebrae t3-t4 and t8-t10. Performed another intra-operative control CT scan (with automatic image registration to navigation) to verify the screw placements. Decided from the scan to improve (re-position) the 2 pedicle screws placed right t3 and t4, which apparently were originally placed a little more medial than ideally desired. Completed the surgery successfully as intended with all screw placements correct at the end of the surgery. According to the hospital: the deviation of the pedicle screw(s) was detected by the surgeon with a post-placement intra-operative control CT scan before finalizing the surgery, and the screws were replaced (re-positioned) successfully with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no harm or negative effect to the patient due to the deviating screw placements, also not due to prolong of surgery/anesthesia (of ca. 15-30min) for screw correction. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either.